Manufacturer narrative:
(B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification, early thrombus formation or an underexpanded valve. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increased gradient 4 months post valve-in-valve procedure can be attributed to procedural factors (valve under expansion requiring re-dilation of the valve. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported, during a transfemoral valve in valve (viv) procedure, a 20mm sapien 3 valve was implanted in a failing 23 mosaic aortic surgical valve. The valve was successfully deployed in an 80:20 aortic/ventricular position. No complications or issues were reported. Four months post viv, the patient presented with shortness of breath and chf symptoms. Echocardiography showed a ¿very high¿ mean gradient and high jet velocity, indicating severe aortic stenosis (as). The patient was brought back and the sapien 3 valve was re-dilated with a 20 true balloon. It was noted that the sapien 3 valve appeared to have a ¿significant¿ waist at the level of the mosaic sewing ring, indicating under expansion during deployment. The true inner diameter (ID) of the mosaic valve is 18.5mm. After re-dilation, the sapien 3 valve was expanded to what appeared to be its nominal diameter. Post valve re-dilation, the mean gradient was 25 mmhg, which the team believed matched the intrinsic gradient of the surgical valve after the original surgery. The patient was transferred in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.